Event description:
In 2005 - a dental implant was placed in tooth location #4. Subsequently the pt was experiencing pain and paresthesia. In 2005 - the implant was removed from the pt's mouth. In 1/2006 - the clinician was contacted. She stated the pt had a total of ten implants placed into her mouth. Later the pt complained of pain and paresthesia for tooth location #4. After the implant was removed the pain and paresthesia dissolved. The pt was seen post-operative and is doing well. The pt's remaining nine implants are attached to a temporary prosthesis with no problem.